Manufacturer narrative:
Section d4: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log file. The submitted log file contained approximately 22.5 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured a no external power alarm from 20:55:42 to 20:56:45 on (B)(6) 2019 and at 01:31:26 on (B)(6) 2019 due to a loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved by connecting the controller to 14v batteries. The controller was connected to the mpu several other times throughout the log file with no issues observed. The pump maintained a speed above the low speed limit throughout the log file. Additional information was requested to determine the cause of the no external power alarm; however, the vad coordinator stated that the alarm was unable to be explained. The patient was at home at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Technical services reviewed the submitted log files, and no external power alarms were confirmed while the mobile power unit was utilized. The patient was unable to explain the no external power alarms. No additional information was provided.